Manufacturer narrative:
The device was not returned to olympus for evaluation. The connector was under warranty and was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the maj-2112 connector broke in the endoscope reprocessor. The issue was found during reprocessing. There were no reports of patient harm. This report is related to 1 other report. Please see reports with patient identifier: (B)(6) for related event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the connecting tube breaking was by external stress on its lock lever, could not be connected. The event can be detected/prevented by following the instructions for use which state: ¿preparation and inspection visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. A visual inspection verified that one lock lever was broken. The broken portion was not returned for evaluation. The pin inside the connecting tube was present and in good condition. The tubing was inspected and there are no signs of punctures on the tubing or signs of residue inside the tubing. Functional tests could not be performed as the lock levers on the reprocessor side connector was broken, confirming the user¿s request. H4: the manufacture date cannot be identified at this time since the serial/lot was not provided. This medical device report is related to MFR report# 9610595 - 2023 - 15108. Olympus will continue to monitor field performance for this device.